Event description:
The operator obtained a result for carbamazepine on a patient sample on the advia 2400 instrument, but was unable to obtain a result upon rerun. The sample was run again and also run as a manual dilution, and the initial result was then reported. There are no known reports of adverse health consequences or patient intervention due to the inability to obtain a result during reanalysis.

Manufacturer narrative:
The initial MDR 2432235-2012-00423 was filed on (B)(4) 2012. Correction ((B)(4) 2012): the correct reporting units are mg/l. Additional information ((B)(4) 2012): the carbamazepine assay was installed on the system during a software upgrade performed by a siemens field application specialist, and the rerun flag was not set up at that time.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc) about the inability to obtain a carbamazepine result for a patient sample during reanalysis on the advia 2400 instrument. The customer discovered that the reanalysis conditions for the u-flag rerun had not been set up. The tsc specialist instructed the customer on how to set up the correct values, which the customer did. The inability to obtain a rerun carbamazepine result was caused by the u-flag rerun not being set up. The system is performing within specifications. No further evaluation of the device is required.